Event description:
Additional information notes the patient was upgraded to an anthem crt-p device.

Event description:
It was reported that a patient with fatigue presented to the emergency room. The pulse generator exhibited backup vvi operation. After a user software download, the device restored successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.